Manufacturer narrative:
D3: updated. D9: 12/26/2024. H6: updated. H3: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be replicated. The cause of the issue was a stuck downstream occlusion (dso) sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: november right month of event but exact day not stated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a cassette not attached error. There was no patient involvement.